Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. Insulin pump received with no physical damage noted.

Event description:
The customer reported via phone call that the down arrow button on his insulin pump was stuck. The down arrow button was unresponsive. Customer's blood glucose level was 176 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.